Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the moderately calcified coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected to treat the target lesion. During the third inflation, the balloon ruptured at 6atm after 90 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination observed that the balloon was deflated however the presence of solidified blood was noted in the inflation lumen which was preventing the balloon from being inflated. The presence of solidified blood within the inflation lumen is indicative of a leak. The device was soaked at 37°c for 30 minutes to remove the solidified blood. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 8mm distal to the distal edge of the proximal markerband. No issues were noted with the tip section of the device however it was noted that there was evidence of corrosion on the blades. The balloon and blades were then immersed in cold water to facilitate the removal of corroded material. A further microscopic analysis found no issue with the profile of the blades. This corrosion is a result of the blades coming into contact with fluid or saline which over time, can result in a slight rusting. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the moderately calcified coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected to treat the target lesion. During the third inflation, the balloon ruptured at 6atm after 90 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).